Manufacturer narrative:
Pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. Unit received with deep case scratch and deep display scratch.

Event description:
The customer reported insulin pump was damaged. The customer¿s blood glucose level was 93 mg/dl. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.